Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited sudden drop in battery longevity. No programming changes were made during device check and the patient was not in atrial fibrillation (af). Additional information from boston scientific technical services (ts) was received indicated that the device battery was depleting normally. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited sudden drop in battery longevity. No programming changes were made during device check and the patient was not in atrial fibrillation (af). Boston scientific technical services (ts) to have device data analyzed. As of this time, the device remains in service. No adverse patient effects reported.